Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. A 17 cm proximal lead fragment as well as a 44.5 cm distal lead fragment were returned. In between an approx. 3.5 cm segment of the lead body including the conductors was missing. During the visual inspection multiple signs of wear could be noted along the lead fragments. In particular at 17 cm distal to the is-1 connector pin abrasion marks were noted. At the proximal end of the distal lead fragment, around 44.5 cm proximal to the lead tip, the conductor cable to the rv shock coil showed a damaged coating. It is assumed that lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The segment in between could not be investigated as it was not available for analysis. Furthermore extraction damages such as cuts in the insulation and deformed shock coils were noted. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
It was reported on (B)(6) 2018 this ICD lead exhibited high impedances. The lead was explanted on (B)(6) 2018.